Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) exchanged a valve within the sample flow, readjusted the sample probe, and cell rinse. The fse performed tests and confirmed the module was running back in specifications. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue. The cause of the event could not be identified.

Event description:
There was an allegation of questionable albumin assay results for a patient sample tested on a cobas c 503 analytical unit. The initial result was 33.2 g/l. This result was inconsistent with the patient's clinical status; therefore, ten replicates were run on the same sample. The replicate results ranged from a low of 39.8 g/l to a high of 45.5 g/l.